Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient suffered a hemorrhagic stroke. A head computerized tomography (CT) scan was performed to evaluate the severity of the cerebral hemorrhage. It was reported that the medical team withdrew support and the patient expired in the hospital. The device was not returned to the manufacturer for analysis as it remained implanted post-mortem. Bleeding, stroke, and death are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Implant date changed from (B)(6) 2014 to (B)(6) 2014 per event description.

Event description:
This patient suffered a hemorrhagic stroke five days after implant. Support was withdrawn the following day and he died. An autopsy was not performed. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.